Event description:
During initial manufacturing testing, the device underdelivered. The device delivered a measured volume of 15.6ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml+/-1ml (+/-5%).